Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia associated with an occlusion alert on the ilet and an irritated, red infusion site while using a contact detach infusion set, which resolved only after a full supply change and moving to a new site with observed insulin drops and resumed delivery. Symptoms included feeling unwell and the presence of dark ketones, with capillary glucose readings reported as high as 494 mg/dl and subsequently 377¿375 mg/dl, and cgm at 350 mg/dl. Outcomes included user education to follow a ketone action plan, perform a full supply change, and monitor for improvement, with reported clinical improvement on follow-up and no hospitalization. Investigation included user interview and troubleshooting, including confirmation of insulin expiration, assessment of connectors and tubing, infusion site inspection, and confirmation of delivery at the new site. Investigation of this case revealed that an infusion set occlusion with local site irritation was consistent with insulin delivery interruption that resolved after supply replacement and site change. It was concluded, based on previously established findings for similar reports, that the cause was infusion set occlusion at the insertion site.